Event description:
Pt had elective knee surgery. The day before, patient received a cook celect ivc filter for dvt prophylaxis. Uneventful recovery from knee surgery reported by md. Pt presented about two months later for routine removal of ivc filter. At this time, it was noted that the filter had not only migrated, but appeared to have perforated the inferior vena cava and noted to have a strut fracture with migration of strut. Pt referred for surgical removal three weeks after migration and perforation noted. Strut found intracardiac in the right atrium (had migrated further since the radiologic evaluation noting migration and perforation). Surgical removal accomplished. Pt discharged after five day stay.